Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that patients underwent a spinal cord stimulator permanent implant procedure however it was aborted due to wet taps and unable to access the epidural space.

Event description:
It was reported that patients underwent a spinal cord stimulator permanent implant procedure however it was aborted due to wet taps and unable to access the epidural space. Additional information was received that patient was doing well post operatively.

Event description:
It was reported that patients underwent a spinal cord stimulator permanent implant procedure however it was aborted due to wet taps and unable to access the epidural space.